Manufacturer narrative:
A photo was provided for the evaluation. Visual examination of the photo shows abrasions on the patient's skin which verifies the reported issue. Without the actual sample, a definitive root cause could not be confirmed as a defect of the clipper. Panasonic states the most probable root cause was caused by using the handle/blade with strong pressure to the skin, or by using the broken blade. A production record review for the batch/lot could not be completed as no information was available. An in-service was training was completed by the bd sales associate with the reporter's site. This failure will continue to be tracked and trended.

Event description:
It was reported that there has been an increase in clipper razor burns. Verbatim: indicates that they have seen an increase in clipper razor burns and asked for a refresher on proper and safe use for the staff who clips patients prior to surgery.